Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information

Event description:
This is conservatively filed to report air embolism. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade 4. While steering the clip delivery system (cds) to the mitral valve, bubbles were noted. It could not be determined if the bubbles were in the left atrium and the right ventricle, or in the transesophageal echocardiography (tee). It was also not certain if these were air bubbles. There was no damage noted to the cds. The clip was implanted successfully. Two clips were implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of emboli (air) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported air embolism could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.